Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation was unable to be performed due to no magnet response. Programming changes were performed to resolve the issue. The patient condition was stable.